Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had a loose cable within the jaws. Hence, the instrument was not able to function properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the clip applier was observed while applying the on the vessel. The clip applier appeared in good condition prior to the usage. The clip application process could not be completed as the clip could not be applied on the vessel. The nature of the vessels and their diameters were within instructions for use (IFU) specification. The clip applier had already been used for 82 clip applications prior to the fault. The issue was resolved with a backup instrument of the same kind.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The grip cable was broken near the backend pulleys. As a result, the cables were loose at the distal end. The clamping pulleys did exhibit signs of corrosion/residue that would have contributed to the broken cable. The complaint was confirmed by failure analysis.